Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose was 6, 120 mg/dl within 10 minutes, with a difference of 101 mg/dl. Patient did not experience any adverse events. No further information has been reported.